Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged and separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd infusion set was damaged / cracked. The following information was provided by the initial reporter: during or after priming a patient's medication, nurses observed leakage caused by a broken tube. In most cases, the tubing either snapped while inserted in the alaris pump or the ends of the tubing were found to be cracked.